Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the fenestrated bipolar forceps instrument (part# 430011-53/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps instrument was last used on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that the tip of the fenestrated bipolar forceps instrument broke and fell inside the patient during a da vinci assisted procedure. The fragments were retrieved during the same procedure. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer noticed some parts of the fenestrated bipolar forceps instrument had disappeared. The fragments fell into the patient¿s cavity and were retrieved during the same procedure. As the procedure was in the final stage, the customer elected to complete the procedure with two arms. No known impact or patient consequence reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. After using the instrument for about 15~20 minutes, one side of the instrument tip broke when the customer was performing dissecting. All the fragments were retrieved during same procedure and confirmed with visual inspection. No additional surgical procedure was required. The customer removed the instrument and disabled that arm as the procedure was in the final stage. There was no issue with any of the patient side manipulator (psm)/ universal surgical manipulator (usm). It was unknown what caused the breakage to occur as the instrument did not collide with any hard materials or other instruments. In addition, the surgeon did not notice any issues with the functionality of the instrument. The fragment(s) did not fall inside the patient during an instrument tip or accessory collision. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The patient had no injury/harm and has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested; however, the reporter was not able to provide that information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "it was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer noticed some parts of the fenestrated bipolar forceps instrument had disappeared." Failure analysis found the primary failure of broken molded insulator be related to the customer reported complaint. The instrument was found to have a broken molded insulator at the distal end. The broken pieces, measuring approximately 0.68" x 0.19", 0.14" x 0.08", and 0.05" x 0.30" in size, were all returned with the instrument. No material appears to be missing. The root cause of this failure was attributed to manufacturing. The instrument has been further investigated and tested by a failure analysis engineer (advanced failure analysis). The initial failure analysis was not fully confirmed. The instrument appeared to be missing a broken piece approximately 0.0760" long by 0.0325" wide which was not returned. The broken pieces were loosely assembled back onto the instrument and there appeared to be a missing piece. As such, there was a potential for fragments. The root cause for the molded insulator breakage was not established. Inspection of the grip on the instrument found no bending, and the metal opening had the plastic material as expected. The instrument moved intuitively on the system and did not have any observed issues. The instrument's shell was also removed, and no signs of contamination or corrosion was observed. An additional finding not mentioned in the complaint was that the broken grip appeared to have mechanical abrasions and burrs. There are indentations on the inside of the rectangular opening of the broken grip. There also appeared to be abrasions or burrs on the distal tip of the broken grip as well. The root cause is typically attributed to mishandling/misuse. However, it was not obvious if the abrasions were caused by retrieval of the fragments during the procedure, or if they were caused by improper handling and potentially contributed to the molded insulator breaking. The grip tip remaining on the instrument does not exhibit any obvious mechanical abrasions or burrs. Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Failure analysis information can be found in the following fields: h6 and h10.